Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of alarm history found record of the reported call service alarm. The pump powered up to a hard call service 069 alarm that pump reboot was unable to clear. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 069, a language file corruption related alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.